Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Investigation type- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -6.50/2.0/89 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2013. Low vault was observed. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- "patient also experienced refractive change over time." Claim: (B)(4).

Manufacturer narrative:
Corrected data: h4- "03/nov/2013 should be corrected to 11/mar/2013." Claim# (B)(4).

Manufacturer narrative:
Additional data: b5: "the reporter stated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -6.50/2.0/89 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2013. The patient experienced low vault without rotation and refractive change over time. On (B)(6) 2022 the lens was exchanged for the same model/longer length lens and the problem was resolved." H6- health effect- impact code: 2199 should be removed. Claim#: (B)(4).